Manufacturer narrative:
Product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type: lead; product ID: 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the ins did not move around. There was no shifting except being superficial. Consumer said the only one she knows is (B)(6) 2017 and the medical records say infection/ inflammation/neuro device. The surgery was for the replacement of the device, infection and displacement of wires. It was reported that the patient has infections after every replacement surgery. Consumer said they always give her antibiotics after. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that when the ins was superficial, the corners and ridges of the ins were visible through the skin. The patient reported that they had had a lot of increased pain a the ins and lead sites. No further complications are anticipated.

Manufacturer narrative:
Date inaccurate; only month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was unable to speak due to pain; the caller clarified that the patient can speak but cannot be heard- their voice is very low and weak. The patient also started getting weaker in their whole body and they said that it's gotten worse. The caller reported that the device became superficial again and that it was the fourth time that it had become superficial; they stated they have "removed" the device four times. The patient stated that this time when the device became superficial, it broke through their skin and one of the leads migrated. The caller reported the patient experienced a loss of sensation in their upper leg and some areas of the buttocks. An infection was also reported - they noted that they had a previous infection which cleared up but it then became infected again. The patient was taken to the hospital in (B)(6) of 2017 because the patient was having fevers and was kept in the hospital. Their device was removed in (B)(6) of 2017 due to all that was happening. The caller stated that on (B)(6)2017 the patient is scheduled for another surgery to implant a device. No further complications reported.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type: lead. (B)(4) applies to lead (lot# va0gh62) and lead (lot# va0gmlj) only.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was becoming more superficial with each surgery she had to replace the ins. The patient was to contact her healthcare professional. No symptoms were reported. Follow-up was conducted. Additional information was received from the patient¿s healthcare provider (hcp) on 2017-feb-02. It was reported that there was tenderness over the patient¿s implantable neurostimulator (ins) site and to resolve the issue, the patient used a lidocaine patch. Additional information was received by the patient. Patient reports the new implantable neurostimulator (ins) is giving a lot more complications, it's the worst it has ever been. After a month after implant, patient reports new pain that is significantly different from surgical pain. Patient's ins is migrating out of the pocket and becoming more superficial and extremely painful. Patient's ins just hangs by the skin, and the wires are also more superficial. Patient can feel the wires, now sees them, and reports a stinging pain by the wires. The patient feels the wires most prominent by their tailbone and says there's a wiggling sensation, but this one is painful. Patient reports the leads are the most painful especially when sitting and lays down most of the day because they can't tolerate sitting up. Patient adds the pain and seeing device and leads protruding out is most prominent when sitting up. They went to see their healthcare provider (hcp) who could feel the ins and said it was very superficial. Hcp believes the patient might have an infection again and put the patient on antibiotics which helped with the stinging pain, but didn't clear the small black spot by the leads. No further patient complications have been reported as a result of this event.